Event description:
Information was received from a consumer (con) via regarding patient communicator. The patient reported that the communicator has a short in the micro usb port. They mentioned to manipulate the cord to get it to charge. The issue been going on for about four weeks or so even thou they have tried other micro-usb cords and still have the same issue. The agent asked if the device has been dropped or wet and the patient stated it has gotten dropped a few times but was inside the case. A request was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 18-mar-2022, UDI#: (B)(4) h3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.